Event description:
It was reported that during a rotator cuff suture surgery the tip of the implant broke off while the surgeon inserted it. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the anchor has broken off the device. No other damaged was observed. The anchor was not returned for evaluation. Device functioning was not performed due to the damaged of the device. The cause of this event is undetermined; however, the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.